Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped communicating. Patient care was delayed 3 hours. Customer reported that the patient was located in the operating room waiting to undergo a colonoscopy procedure. Customer resolved by rebooting the device. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and found no issues with the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped communicating. Patient care was delayed 3 hours. Customer reported that the patient was located in the operating room waiting to undergo a colonoscopy procedure. Customer resolved by rebooting the device. Patient or user harm was not reported.